Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2011. The modular head and taper adapter were removed and replaced. Patient underwent a second revision procedure on (B)(6) 2011. The modular head, taper adapter and femoral stem were removed and replaced. Patient underwent a third revision procedure on (B)(6) 2011. The modular head, taper adapter and femoral stem were removed and replaced. Patient underwent a fourth revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for the (B)(6) 2011 revision was due to leg length discrepancy and large hematoma. The reason for the (B)(6) 2011 revision was due to subsidence of stem. During the procedure, a small hematoma was noted. The reason for revision on (B)(6) 2011 was due to loose femoral stem. The reason for the (B)(6) 2012 revision was due to possible infection and pain. During the procedure, bloody effusion was found. An irrigation and debridement was also performed. Additionally, another revision was performed on (B)(6) 2014 due to pain. During the procedure, adverse metal reaction in the tissues was found. The modular head and taper insert were removed and replaced with an active articulation polyethylene liner and ceramic head.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2011. The modular head and taper adapter were removed and replaced. Patient underwent a second revision procedure on (B)(6) 2011. The modular head, taper adapter and femoral stem were removed and replaced. Patient underwent a third revision procedure on (B)(6) 2011. The modular head, taper adapter and femoral stem were removed and replaced. Patient underwent a fourth revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff&#38112;complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for the (B)(6) 2011 revision was due to leg length discrepancy and large hematoma. The reason for the (B)(6) 2011 revision was due to subsidence of stem. During the procedure, a small hematoma was noted. The reason for revision on (B)(6) 2011 was due to loose femoral stem. The reason for the (B)(6) 2012 revision was due to possible infection and pain. During the procedure, bloody effusion was found. An irrigation and debridement was also performed. Additionally, another revision was performed on (B)(6) 2014 due to pain. During the procedure, adverse metal reaction in the tissues was found. The modular head and taper insert were removed and replaced with an active articulation polyethylene liner and ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-06795 / 06799 & 1825034-2015-01866).